Event description:
The k-wire was observed in the patient body after the site closure at post-operative image. After the issue was discovered, the incision was promptly reopened and the k-wire was removed. The cause was unknown, but it was possible that it was pushed when drilling for central peg, the surgery was completed successfully. Delay time 1 hour, total surgery time 4 hours.

Manufacturer narrative:
Batch review performed on 22 april 2025 lot 2423167: (B)(4) items manufactured and released on 18-sept-2024. No anomalies found related to the problem. To date, no similar events have been reported on the same lot during the period of review. Considering the mat63104 (B)(4) this is the firts event reported of this type. Clinical evaluation performed by clinical affairs department after surgery it was observed that the k-wire was still in the patient body after the site closure. The incision was promptly reopened and the k-wire was removed. From the radiographic image, we don't know if anything may have been damaged due to the k-wire remained in the patient and subsequently removed. Based on the report, however, we don't believe there was any harm to the patient.